Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) system was extracted due to a pocket infection. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.